Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced an erosion through the esophageal lumen leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -nti-reflux procedure including linx device implantation occurred on an unknown date. Erosion was discovered approximately 18 months after device implant. Partial device explant (8 of 13 beads) due to device erosion through the esophageal lumen occurred laparoscopically on 05/04/2018. The remaining beads are planned to be explanted at a later date.

Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced an erosion through the esophageal lumen leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. The patient was experiencing dysphagia. Erosion was discovered approximately 18 months after device implant via an esophagogastroduodenoscopy (egd). Partial device explant (8 of 13 beads) due to device erosion through the esophageal lumen occurred laparoscopically on (B)(6) 2018. The remaining beads are planned to be explanted at a later date. Patient is "well" as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced an erosion through the esophageal lumen leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. The patient was experiencing dysphagia. Erosion was discovered approximately 18 months after device implant via an esophagogastroduodenoscopy (egd). Partial device explant (8 of 13 beads) due to device erosion through the esophageal lumen occurred laparoscopically on (B)(6) 2018. The remaining beads are planned to be explanted at a later date. Patient is "well" as of (B)(6) 2018. Patient experienced "persistent dysphagia" in (B)(6) 2018. Patient received a dilation.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced an erosion through the esophageal lumen leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. The patient was experiencing dysphagia. Erosion was discovered approximately 18 months after device implant via an esophagogastroduodenoscopy (egd). Partial device explant (8 of 13 beads) due to device erosion through the esophageal lumen occurred laparoscopically on (B)(6) 2018. The remaining beads are planned to be explanted at a later date. Patient is "well" as of (B)(6) 2018. Patient experienced "persistent dysphagia" in (B)(6) 2018. Patient received a dilation. The remaining 5 beads were explanted on (B)(6) 2018 and the procedure "went smooth." After device removal, all the patient's symptoms resolved.